Event description:
Info rec'd that the head of bed will not rails up. No injury was reported.

Manufacturer narrative:
Technician found the bed in work area. Head of bed will not raise up due to worn seal on the valve. Replaced valve guide tube for head of bed to resolve this issue.